Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter started reading inaccurately on the afternoon of (B)(6) 2015, when she obtained alleged inaccurately erratic blood glucose results of ¿166 and 161 mg/dl¿ within 20 minutes of each other. Based on statistical methodology, the calculated difference between these blood glucose results falls within lfs¿ criteria for precision. The patient manages her diabetes with medication, including metformin tablets. She reported that as a result of obtaining the alleged inaccurate results, she consumed food/drink. She alleged that also on the afternoon of (B)(6) 2015, she developed symptoms of ¿shaky¿ and that she self-treated her symptoms with more food and/or drink. She denied using any other device to test her blood glucose levels. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient¿s blood glucose results were from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.